Event description:
The customer reported the table communication error. An error code was on the bed. In order to lower the bed, you have to shut it down and turn it back on. Table will not move intermittently. No pt injury reported.